Event description:
I have a biomet magnum 44ml hip replacement in my left hip and one in my right hip. I have pain and am suffering other things such as hearing loss, muscle weakness, hypothyroidism. My orthopedic surgeon says I need to have a hip revision to both hips. I do not have the money to pay for all the deductibles and therapy expenses. Therefore, I am reporting this to the FDA because at this time, I have to keep these implants and continue to suffer from cobalt/chromium poisoning. I do not know when they began to shed particles, but I do know that in 2016, I was diagnosed with hashimoto syndrome, which is a cause of hypothyroidism. Therefore, I conclude that my implants began to fail before that year. My implants were put in during 2009 and 2010 at the (B)(6) medical center by dr. (B)(6). Dr. (B)(6) is no longer with them but is practicing with (B)(6).